Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia, right heart failure, and acute kidney injury could not be conclusively determined through this evaluation. The patient remained ongoing until they expired on (B)(6) 2024 due to acute decompensated heart failure (refer to MFR. Report # 2916596-2024-01243). The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia, right heart failure, and renal dysfunction as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that peak creatinine was 3.24 mg/dl and it was 2.53 mg/dl by discharge.

Event description:
It was reported that the patient developed right heart failure on (B)(6) 2023. A device related issue was not reported to have caused or contributed to the right heart failure. The patient presented to the clinic with weight gain and increased lower extremity edema over the previous three weeks and had an implantable cardioverter-defibrillator (ICD) firing event due to ventricular tachycardia on (B)(6) 2023. The patient had a history of ventricular tachycardia. The patient underwent diuresis and dropped from 106 kg to 93.8 kg by the time of discharge, which cause some acute kidney injury (aki). The patient was confirmed euvolemic and appropriate ventricular assist device (vad) speed was also confirmed via right heart catheterization (rhc) on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.